Manufacturer narrative:
Citation: zientara z. Tricuspid valve repair for the poor right ventricle: tricuspid valve repair in patients with mild-to- moderate tricuspid regurgitation undergoing mitral valve repair improves in-hospital outcome. Thorac cardiovasc surg 2017; 65(08): 612-616 doi: 10.1055/s-0034-1399783 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding improvement in-hospital outcome following tricuspid valve repair in patients with mild-to-moderate tricuspid regurgitation undergoing mitral valve repair. All data were collected from a single center between january 2010 to september 2012. The study population included 22 patients (predominantly female; mean age 67 years), an unspecified number of which were implanted with medtronic tri-ad adams tricuspid annuloplasty ring (the serial numbers were not provided). Among all patients in-hospital, 30-day mortality occurred due to unspecified causes. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: heart block requiring permanent pacemaker implantation, re-operation due to bleeding com plications, and moderate tricuspid regurgitation. Based on the available information, these events may have been attributed to a medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance problems were reported.